Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported to pharmacist pump was glitched, goes blank, doesn't follow steps in normal order, and the pushrod moved up without prompting. Pump to be swapped out. The event occurred while getting pump set up to use it for infusion at the patient's home. There was patient involvement but no harm.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump was glitched, goes blank, doesn't follow steps in normal order, and the pushrod moved up without prompting could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.